Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s father reported via phone call that the customer experienced hyperglycemia. The customer's blood glucose level was in the 600 mg/dl. The customer stated that they were still experiencing the no delivery alarms while trying to prime the tubing. The customer stated that the insulin did exit. The customer declined troubleshooting for the high blood glucose. The insulin pump will not be returned for analysis.